Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00771101000, stem, lot # 62158655. 00885101340, liner, lot # 62071757. 00877504002, head, lot # 2681124. 00625006530, bone screw, lot # 62379666. 00625006530, bone screw, lot # 62490941. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2019-01492, 0001822565-2019-01494.

Event description:
It was reported that a patient is experiencing pain and numbness in hip, when standing and pain after exercise approximately 5 years post implantation. Attempts have been made and no further information has been provided.